Event description:
Procedure type: colon resection. According to the reporter: when using the gia6038l the scalpel of the instrument transresected the intestine but did not close it. The clips were open or unformed and lied open inside the situs. Clips had to be retrieved. The re-resection with another lot happened without complications. The contaminated products (gia6038s, gia6038l) were destroyed and removed from the hosp unfortunately. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).